Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, the hybrid technique may be used in patients with recurrent incisional hernias.

Event description:
Received an article titled: hybrid technique for post-operative ventral hernias - own experience. The article presented the operating technique and early results of treatment of 15 patients operated on using the 3 hybrid technique. Per the article, adverse events included wound infection, recurrence, enterocutaneous fistula and hemorrhage.